Manufacturer narrative:
(B)(4) g2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately six years post-implantation, the patient underwent a right hip revision due to a painful metal on metal hip. During the revision, mild corrosion was noted on the trunnion and an area of bone resorption was found at the inferior edge of the cup. Cup and head were revised. Attempts have been made and no further information has been provided.